Manufacturer narrative:
Damage to the myocardium and its conduction system causes acquired heart block and conduction defects during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. Per the instructions for use (IFU), conduction defects and abnormalities are a known potential complication after tavr. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to conduction defects include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). The exact cause for the reported conduction defect cannot be confirmed; however, in addition to the procedure itself, the patient's underlying co-morbidities such as cad and pre-existing atrial fibrillation could have caused or contributed to the event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As informed via the hospital, according to the patient's medical records, the patient underwent a transapical tavr on and post operatively suffered from respiratory insufficiency and pacer dependence. Electrophysiology service was consulted and a permanent pacemaker was placed 6 days later.